Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m62 implantable tachy lead 2014 (B)(6). (B)(4).

Event description:
It was reported the patient developed a possible infection at the incision site and developed a clot, which has since dissolved. It was further reported that the patient had a reaction to the stitching material. A pocket revision was performed and the system was moved to the patient's right side. The device and leads remain in use. No further patient complications have been reported as a result of this event.